Event description:
It was reported that a patient's blood glucose levels (bg) reached 283 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the abdomen. For treatment, the patient changed out the pod and gave a manual injection.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path.